Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The complaint allegation was reproduced. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rhino-laryngo videoscope had the outer part peeled off (insertion tube coating). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.